Event description:
Good faith attempts have been made and no further information has been attained.

Event description:
It was reported that a vns patient was going to be referred for generator replacement surgery. The patient died prior to their surgery consult. No information is known surrounding the cause of their death or the circumstances around their death. Their neurologist does not have any further details at this time. Sudep has not been ruled out. Good faith attempts are underway for further details.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was acute myocardial infarction (unspecified), atherosclerotic heart disease, and heart failure (unspecified). There is no allegation or other information indicating that the death is related to vns.